Event description:
The patient received a model 3245 scs lead and a model 3163 scs lead. The lead related to this issue is being reported. It was reported, the patient was experiencing abdominal stimulation in addition to not receiving back stimulation. Subsequently, the scs lead was disconnected (left inside the pocket site) and additional scs lead was added to the scs system which resolved the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.